Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis during coincident with peritoneal dialysis(pd) therapy. The cause of this peritonitis event was unknown. On the same day of onset, the patient was hospitalized for this event. The treatment for the peritonitis included vancomycin (1.5gram, in the first bag then every 5th day) and meronem (1 gram in first bag than 500 mg in each exchange). On an unreported date, the patient's catheter was removed and the patient was reported to be recovering from the event. Dianeal therapy was ongoing. No additional information is available.